Manufacturer narrative:
One mhus08 from lot# f11643517d was received on april 21, 2017 and investigated on may 11, 2017. Device was received in good condition. The device showed evidence of use in a procedure. Both lateral and axial vacuum lines have been cut off the probe and the axial line is missing from the tube set. Due to the missing components, the device is unable to be investigated. The events as reported could not be confirmed or duplicated. However, this malfunction has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. (B)(4).

Event description:
The polish affiliate reported that during biopsy preparations were not transported to sms. Biopsy preparations were in the vacuum set.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. The device history records were reviewed and no variances were observed. This includes testing on three units as well as visual inspection of these units for correct assembly and functionality. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, and pursuant to 21 cfr 803, we are submitting this medwatch report. Device anticipated, but not yet received.

Event description:
The polish affiliate reported that during biopsy preparations were not transported to sms. Biopsy preparations were in the vacuum set.